Event description:
A copy of a journal article was received by shiley which indicated that a pt died of an outlet strut fracture of his bjork-shiley mitral valve. According to the article, the pt was brought to the hosp complaining of abdominal pain and vomitting and presented with symptoms of tachypnea, tachycardia, and hypotension. The pt underwent emergency surgery to replace the valve. The valve disc and strut were removed from the left ventricle. Following surgery, the pt experienced complications related to renal failure, coagulopathy and ischemic encephalopathy and died four days after surgery.